Event description:
Per the information provided to co by the physician's office, the device was removed due to a "leaking cylinder." As reported to co, the reservoir was left in place, while the rest of the device was removed and replaced.